Event description:
The lead was explanted due to a report of suspected j retention wire fracture without protrusion through the outer polyurethane insulation. Post operative note from the physician states there was no visual fracture.